Manufacturer narrative:
It was noted that the whole system was deactivated but not explanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a recent follow up an alarm was triggered due to low right ventricular pacing impedances. All other measurements were normal but this right ventricular lead pacing thresholds were slightly higher then previously recorded. A save to disk was analyzed by technical services and various troubleshooting methods were discussed. The rep noted that the right ventricular alarm for low pacing impedances was turned off. Further information received noted that this patient as seen and provocation testis were done with no reported noise. The pacing impedances is less then 200 ohms but stable and no further change in pacing thresholds. The patient was sent home with the right ventricular alarm programmed to 200 ohms. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional follow up took place and it was noted that the lead impedances were low but not lower then 200 ohms. The lead remains implanted.